Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day for the event. The cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin (ip, dose and frequency unknown) for peritonitis. Action taken with vancomycin was unknown. Three days after the onset of peritonitis and hospitalization, the patient was discharged from the hospital. The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h13d25038, h13d30020, h13g17038, h13g08029, h13i10047, and h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.